Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1, date: (B)(6) 2010; inratio: >7.5, 5.5; lab: 2.5, 2.5. Patient 2, date: (B)(6) 2010; inratio: 5.7; lab: 2.8. Caller also alleged imprecision with inratio2 meter. Results as follows: patient 1, date: (B)(6) 2010; inr: >7.5, 5.5.

Manufacturer narrative:
Investigation pending.